Event description:
Nursing staff attempted to remove foley catheter from pt in which balloon would not deflate. Nurse attempted to remove fluid from side port and also cut valve off trying to drain fluid from balloon unsuccessfully. Pt instructed to take shower and relax and let balloon self-deflate. Pt removed catheter in shower with balloon still inflated. Nursing staff then tried to remove fluid and was unsuccessful. When applying pressure to the balloon it bulges out like a rupture and the air/fluid is sealed in the lining of balloon.